Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation of a 13 bead clasp device occurred without issue on an unknown date. -device explant due ongoing dysphagia occurred on (B)(6) 2018.